Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during implant due to undersensing and no sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.